Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a mildly tortuous part of the lm/lad/d1 inside a previously placed stent. After lesion preparation with a semi-compliant balloon, the orsiro mission was the advance, but resistance was encountered at multiple points. Finally, the device could not cross the ostium of the d1. The stent was removed and upon inspection it was detected that the proximal stent struts wee deformed and protruded upwards. A second wire was then advanced, and the lesion was successfully treated with a pantera lux dcb without further complications.

Manufacturer narrative:
Combination product: yes. The complaint device was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided data from the angiogram was reviewed. The review of the data from the angiogram showed the treatment of the target lesion in the d1 with different balloons. The complaint device and thus the actual complaint event is not visible. The provided data does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patient's anatomy (i.e., previously implanted stent).